Manufacturer narrative:
Product type: programmer, patient. Product ID: 97745bp, serial# (B)(6), analysis of the battery pack , model 97745bp, s/n (B)(6) found battery out of elec. Specification , case broken scrapped due to broken tab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they had been having trouble with the controller battery going down quickly. Patient stated that they had to charge the controller every single day. Patient said that sometimes the controller froze up and they couldn't get the controller to do anything. Patient couldn't adjust their stimulation intensity last night due to the controller freezing up. Patient noted that they were on group b and that they would have stimulation at 4.8 during the day and then turn it down to 3 or a little less at night so that their leg didn't vibrate in the middle of the night, but couldn't get the controller to move (agent understood as the controller was unresponsive). Patient mentioned that they met with manufacturer representative (rep) who took a look at the device and thought that it was the battery causing the problem, but was also wondering if there was something wrong with the device (agent understood as controller) and advised to call patient services. Patient provided an updated pain management doctor. During the call, patient confirmed no visible damage to the recharger cord and battery pack. Patient reset the controller. Patient saw that one of the pins in the controller battery compartment was bent and a little different than the other three pins. Patient saw that the pins in the controller charging port looked real dark as well. The issue was not resolved. Agent reviewed information and advised the patient to monitor the issue and call back if it persisted. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they were sent a new controller since they had trouble with the old one. Pt was trying to pair the controller to their implantable neurostimulator (ins) but they could not get it to work. They could only get as far as connect the recharger. During the call, the pt attempted to set up the controller and they got stuck on the screen checking the recharger. Pt unplugged the cord from the controller and verified no damage to the recharger (rtm) or to the controller charging port. Pt cleaned the rtm and blew into the controller charging port. Pt attempted to pair the controller to the ins and they got stuck on checking the recharger. A replacement battery pack was sent out. Additional information was received from a patient (pt). It was reported that they talked to the repair department twice and that they had also spent time with a rep who looked at their device because it was not working right as sometimes they couldn't get it to go on or off. Pt said that the rep thought that they needed a new battery pack, however every time they called they would just be sent a new controller so they still hadn't gotten a battery pack. Agent reviewed the last e-mail to repair/case notes and discovered that the battery pack was intended to be ordered however a controller was ordered instead. Agent apologized to the pt and advised the pt that a battery pack would be requested immediately with overnight shipping requested. Agent reviewed battery pack replacement with the pt.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.